Event description:
(B)(6): customer reports via phone that during an undetermined urology procedure the system fluoro failed. Physician completed the procedure without incident using endoscopy. Customer provides no procedure or pt information other than to state the pt is fine. No reported injury.

Manufacturer narrative:
Field service engineer (fse) called customer to schedule service. Customer reported that no service was needed, they had corrected the problem themselves. Customer reported they turned the room off via the main breaker, reset the main breaker to the room and rebooted the complete system. System then returned to full function and was no operating without any issue.